Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock shortly after implant. Boston scientific technical services (ts) noted that the noise was most likely air entrapment at the xiphoidal incision. The device was deactivated until the air is absorbed. It was confirmed that seven days later the device was turned back on and remains in service. No adverse patient effects were reported.